Event description:
Ethicon 5-0 prolene suture separated from the needle x 2 events. The 1st while handling the suture to the surgeon. The 2nd while the surgeon was suturing. Only the suture packets were retained. FDA safety report is # (B)(4).